Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient/lay user called lifescan another country on february 5, 2007 alleging his one touch ultrasmart meter was providing inaccurate low readings. Nineteen days earlier, the patient tested his blood glucose while asymptomatic and obtained a 2.1 mmoi/l (37 mg/dl). He treated himself with two dex4 glucose tablets to raise his blood glucose. No further blood glucose test was done that day. An hour after taking the tablets, he began to feel ill, dizzy and nauseous. He went to lay down to recover, and his symptoms lasted approximately 4-5 hours and gradually subsided during this time. The patient did not seek any medical attention or contact his physician due to the incident. Two days later, the patient was asymptomatic in the morning and tested his blood glucose and obtained a 2.3 mmol/l (41 mg/dl). Due to the low reading, he treated himself with 8 oz of apple juice. The juice tasted "funny" and "sour"- so he also took two dex 4 glucose tablets. He did not test his blood glucose after taking the glucose tablets. An hour after eating the tablets, the patient felt "sick" and unwell and was experiencing migraines and sluggishness; however, more intensely than two days earlier. The patient went to lay down and did not retest his blood glucose until 2.5 hours later; however, did not recall the result. A friend took him to see his physician. However, patient's physician was not in the office; so, he saw another physician who tested the patient using the doctor's meter and his blood glucose was 18.0 mmol/l (324 mg/dl) and was treated with an unknown injection and was advised to wait. The patient's symptoms were relieved 15-20 minutes after the injection was administered. The patient was released from the physician's office 1 or 2 hours later and was scheduled to follow up with his physician the following month. When the patient arrived home, he tested his blood glucose and obtained a 10.5 mmol/l (189 mg/dl). On that day, the patient visited his physician and the physician checked the patient's hba1c and determined that the patient does not have his sugar under control. The patient has been taking his blood glucose tests prior to meals and the physician advised that he tested 2 hours after meals to get an idea of how what he is eating is affecting his blood glucose. Three days later in the morning, the patient was asymptomatic and obtained a 2.1 mmoi/l (37 mg.dl). Test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution 6.4 (6.2-8.3 mmoi/l). Customer care advocate (cca) sent out a replacement meter, strips and control solution. The complaint is being reported because the patient alleges he treated himself for a low blood glucose result, became symptomatic, and was treated for hyperglycemia by a medical professional.